Manufacturer narrative:
Unit passed displacement test and self test. Insulin pump error alarm was present in the insulin pump trace download, problem isolated to electronic board stack. Insulin pump error alarm was present in the pump trace download due to software error. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump had multiple pump error alarm. The customer blood glucose level was unknown. Customer was able to clear the alarm also able to complete pump rewind. Customer stated that fill cannula was not recorded in daily history. The device will be returned for analysis.